Event description:
It was reported that intermittent audio output occurred. The patient stated that she never drives when she experiences hypoglycemia; however, during this event and due to the missed low alert she continued driving unaware of her hypoglycemic values. The patient experienced dizziness and was not 'thinking straight' which caused her to get involved in a car accident. The cgm reading was low at that time. An ambulance was called and they took a blood glucose reading which was 42 mg/dl. During the car accident the patient fractured her right arm. She was taken to the hospital by ambulance and there they casted her arm, there is no documentation of the treatment provided for the hypoglycemia nor any other details for the medical intervention. The patient recovered and her blood glucose reading went back to normal. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.